Event description:
A pharmacist reported to baxter (B)(4) an administration set in which a nurse observed over infusion of non- baxter manufactured medication. The nurse noticed the wheel to adjust the flow was moving and the product was infused too quickly. There is no information available about the quantity of medication that was over infused and infusion rate. A patient was involved but, there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.